Event description:
Information was received from a consumer regarding a patient receiving fentanyl and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that a couple of days ago, prior to yesterday, the pump was doing a single tone alarm, but he was not aware it was coming from the pump until now. Then yesterday the pump started doing the critical alarm and the ptm (personal therapy manager) was showing a code of 8286 (empty reservoir). The agent reviewed the meaning of the code and redirected the caller to the patient¿s pump managing physician. The caller stated that the patient was not scheduled to have the pump refilled for another 3 weeks. The caller was wondering what would happen if the doctor couldn¿t get the medication quickly. The agent reviewed and the caller then stated, that explained why the patient had been having horrible pain since yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported that the cause of the empty pump was the patient was past the refill date. Actions/interventions to resolve the empty pump included the intrathecal pump was filled the following date (B)(6) 2024. It was noted the patient was denying any issues since pump filled.